Event description:
It was reported that the event occurred "around (B)(6) 2010. An (B)(4) series lws catheter was used and when the catheter was inserted into the super arrow-flex (saf) sheath, the catheter stuck in the saf sheath." There was a reported patient death. "It is unknown if the device caused or contributed to the patient's death." The event is "still under investigation." It is unknown if surgical/medical intervention was used. The insertion site is unknown.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.